Event description:
It was reported that the patient presented in-clinic for an unrelated procedure. During the procedure, it was observed that the newly placed left-ventricular (lv) lead exhibited failure to capture. As a resolution the lv lead was not implanted, a near at hand replacement was implanted instead on (B)(6) 2024. Further information was requested but not received.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. A competed lead was returned in one piece. Electrical testing, visual examination and x-ray examination found no anomalies.